Manufacturer narrative:
The device was not returned for evaluation. An event regarding revision involving an unknown insert was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for the revision, device identification details, device evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right knee revision for unknown reason.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient had a right knee revision for unknown reason.